Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose of 600 mg/dl, treated with 30 units prior to call. Customer also reported the insulin pump had a black circle and the battery symbol. Customer stated he changed the night prior to call. Customer reported the device did not alarm low battery or the off no power alarm. Customer stated the battery that was inserted was not previously used. Customer was advised to insert a new battery and monitor the device. No further information reported.